Event description:
It was reported that pump malfunction occurred after pump got wet and displayed non-resettable malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy and planned to contact healthcare provider, while technical support arranged shipment of replacement pump.